Manufacturer narrative:
(B(4). Final device analysis revealed motor gear corrosion. Corrosion and residue was seen on the lower shaft of gear 3, 4 and 6 (rotor magnet). A motor stall was confirmed via x-ray.

Event description:
The pump was replaced due to battery depletion. The medications in the pump were fentanyl and clonidine.